Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012564549 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The borescope inspection of the shaft revealed ptfe delamination within the shaft. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03892 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01053 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the sheath failed the return inspection due to a side port tube kink and a ptfe delamination within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, material was observed in the wire upon catheter removal. After the ablation process, when removing the catheter, plastic material was observed to be caught in the wire, which was removed by the physician but not saved. The physician also observed that there was more resistance than usual during catheter removal. The sheath was aspirated and flushed, and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.